Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. On unreported date(s) during the hospitalization, the patient was treated with unspecified intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. The cause of death was reported to be severe sepsis related to peritonitis. The patient was hospitalized five days prior to death for the peritonitis event, and was hospitalized at the time of death. The patient was not recovered from the peritonitis event prior to death. Three days prior to death, peritoneal dialysis therapy was discontinued and hemodialysis was initiated. No additional information is available.